Manufacturer narrative:
Correction: b5: reason for explant corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient's system was causing more pain than his original pain. Therefore, the system was explanted.

Event description:
It was reported that the patient was experiencing undesired nerve stimulation. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information indicates patient's system was explanted on 19 december 2023 to address the issue.